Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported site wide telemetry dropouts/its down. There was no patient incident.